Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that post-coronary artery bypass graft (CABG) procedure, the right atrial (ra) lead exhibited loss of capture at maximum output and low p-waves sensing upon interrogation. Chest x-ray confirmed that the ra lead was dislodged. No changes or interventions were reported. The patient was in stable condition.

Event description:
New information received notes that the right atrial (ra) lead was capped and replaced on (B)(6) 2024. The patient was stable post-procedure.